Event description:
The caregiver alleged the bed has the short siderails and the patient fell out of the bed and sustained an injury. The technician investigated and found no problems with the bed. The patient, who cannot walk unassisted, tried to get out of the bed by himself and fell.